Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was did not run was confirmed. An assessment was performed and it was observed that the gear of the device seized, jammed, and was moving heavily. It was determined that the device failed pretest for marking and labeling, and check for free movement. After the pre-test, the device was disassembled for further investigation. It was further determined that inside the gearbox there were residues of blood. The blood and the other residues where also found in the bearings and between the cog of the wheels, and the yellow ring marking on the coupling head is mostly flaked off. The assignable root cause was determined to be due to improper reprocessing and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4).device manufacture date: the device manufacture date is unavailable the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during a surgical procedure for a right tibial diaphysis fracture using an expert tibial nail, it was observed that the battery handpiece device could not be activated while in use with a power module device. According to the report, the power module device was replaced with another power module device. It was reported that when the nurse checked the trigger on the battery handpiece device, it started working. It was reported that the battery handpiece device was contaminated by the nurse at the surgeon¿s discretion, and while the handpiece device was being re-sterilized, the surgeon reamed the bone manually and inserted the expert tibial nail successfully. It was reported that there was a 20 minute delay in the procedure due to the event, and an identical spare device was available for use. There was patient involvement reported. T was reported that there was no problem with turning the handpiece device on, and the procedure was completed by using the handpiece with the radiolucent drive device. According to the nurse, there was no problem with the devices at the pre-operating check. However, it was confirmed that the power module in question did not work at all postoperatively. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.